Event description:
During locking the monoaxial screw with torsional movement, it was observed that the xia blocker sheared off. Also a second device used presented the same problem. The surgeon utilized another one and completed the surgery.

Manufacturer narrative:
Na.